Event description:
Pt reports problem with her I-neb device. She feels she has not been getting her treatments. She has tried new mesh and disc. Today when she tried to do her treatment, the device turned on and she only did a couple of breaths and then it gave her the smiley face and turned off as if her treatment was completed, but it was not. Malfunctioned occurred while pt was doing treatment, no injury reported. Device will be replaced and malfunctioning device will be returned for investigation. (B)(4). Dose or amount: 5mcg, frequency: qd, route: inhaled. Dates of use: (B)(6) 2013 to current. (B)(4).